Event description:
It was reported that the subject device exhibited an error e315, the issue ocurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer. This is a gastrointestinal videoscope device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction: b5 updated fields: d9, g4, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.